Event description:
A customer contacted beckman coulter inc. (Bci) stating that the hydro system in the synchron cx5 delta clinical system was possibly leaking waste. The customer stated that there were no error messages and no samples were tested. The customer also stated that no erroneous results were generated at the time the leak was found. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found the ise drain tubing was cracked and leaking. The fse replaced the drain tubing. The fse also found that the line tubings were reversed at the peri pump. The fse switched the lines and calibration passed. The fse ran qc and met specifications. Repairs were verified per established procedures.